Event description:
International affiliate reports the surgeon inserted a leopard cage using a cage holder. The cage holder was removed and an impactor was used to mallet the cage in place. After 5 minutes of impacting the cage, the contact area between the impactor and the leopard cage broke. Affiliate reports the leopard cage was left in the patient body and the procedure was completed successfully.

Manufacturer narrative:
The cage remains in the patient and the lot code is unknown. Without a lot code, a review of manufacturing records cannot be completed. Without a product sample we are unable to confirm the reported issue or identify the root cause. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.